Event description:
The surgical fiber was returned with no information regarding the reason for return and no additional information is available. There was no report of patient injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture at the fiber beveled edge. The fiber proximal to the fracture was found to rotate independently of the metal cap; char and detritus on the metal cap and severe devitrification at the output window were also observed. Both caps remained attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.